Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant procedure, during subclavian puncture with the introducer sheath, a small amount or air was observed in the syringe. The patient was monitored carefully throughout the procedure and was asymptomatic. Chest x-ray following pacemaker implant revealed a small pneumothorax which was managed conservatively. The patient is a participant in the early feasibility, lead development and clinical study.